Event description:
Event description cpi received information that this implantable pulse generator (ipg) system was exhibiting intermittent loss of capture. An invasive procedure was performed to analyze the system. The suture sleeve area of the ventricular lead, model 4285, was found to have insulation damage. The lead was explanted. The ipg remains implanted and is functioning appropriately.